Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during positioning of the embolization coil in the intended area, the coil detached in the catheter without use of the controller. Both segments of the coil were removed in their entirety using negative pressure with a syringe. There was no reported intervention, patient injury, or health damage.

Manufacturer narrative:
The implant was returned for analysis detached from the pusher. The pusher was noted to be in good condition, and was devoid of any kinks or damage along its length. The pusher hdpe liner was noted to be broken at the proximal uv bond. The implant was stretched at the proximal section after the tie knot. The implant was noted to be broken at the attachment tether monofilament, approximately to the length of 4.8cm on the implant side. The remainder of the monofilament was present on the pusher side. The implant was noted to be stretched at the proximal section and close wound at the distal section. The attachment tether had a slant cut on the pusher side, and a stretched tail kind section on the implant side. Based on the reported details and investigation findings, the complaint of a broken implant could be confirmed; the attachment tether momofilament was broken of into two halves, separating the pusher and the implant. The exact root cause is unknown; however, the damage to the device exhibited evidence that it was subjected to excessive tensile force that exceeded the maximum strength specification.